Event description:
The customer reported that she was experiencing high glucose since the night before. The customer stated that the infusion set was removed from her body and found that the cannula was bent, but the insulin pump did not alarm no delivery. During the call, the customer stated that she was hospitalized due to high blood glucose over 500 mg/dl. Troubleshooting was performed. The events leading to her admission was vomiting and dizziness. The customer stated that the infusion set was not changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.